Manufacturer narrative:
Device was returned to the manufacturer for evaluation. Evaluation is in process.

Event description:
It was reported that the patient underwent a spinal procedure using interbody device at l4-l5 in 2007. The patient had pain post op. It was also found that the device subsided into the endplates. The revision surgery was performed approximately five months post op to remove the device.